Manufacturer narrative:
The customer did not provide patient demographics, such as age, date of birth, sex or weight. The customer performed hardware verification to include obtaining a passing system check a passing precision run. The access accutni+3 reagent was not returned for evaluation. The cause of the non-reproducible access accutni+3 results cannot be determined with the available information. All mdrs associated with this report: mdr2122870-2015-00580; mdr2122870-2015-00581.

Event description:
The customer stated all access accutni+3 samples are run in duplicate. The customer reported obtaining elevated troponin I (access accutni+3) results, above the normal reference range of the assay for two (2) patients. The customer repeat tested one sample once on the same unicel dxi 800 access immunoassay system and obtained lower results, above the normal reference range of the assay. The customer repeat tested the second patient sample twice on the same unicel dxi 800 access immunoassay system and obtained lower results, within the normal reference range of the assay. This report addresses the access accutni+3 results obtained on (B)(6) 2015. Mdr2122870-2015-00581 address the access accutni+3 results obtained on (B)(6) 2015. There was no report of patient injury or change in patient treatment associated with this event. All system parameters (including quality control (qc), access accutni+3 calibration and system check) were within assay and instrument specifications. Samples are collected in rapid serum tubes. Samples are centrifuged at 4000 relative centrifugal force (rcf) for three (3) minutes at room temperature the customer did not note any issues with sample integrity.